Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the imaging system was unable to send images to electronic picture archiving and communication systems (pacs) but no issue interfacing with navigation system. It was reported that the issue was due to problem on hospital network. After rebooting the gateway, the images transferred to electronic picture archiving and communication systems (pacs) with no issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The issue was due to problem on hospital network side. The software functioned as designed.

Event description:
A site representative reported that while outside of procedure, the imaging system would not send images. There was no patient present at the time of the issue.